Manufacturer narrative:
(B)(4). A review of the manufacturing records for the device verified that the lot met all pre-release specifications. (B)(4). According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), users are made aware of the risks associated with type ii endoleaks and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices. Per IFU, adverse events that may occur and / or require intervention include, but are not limited to endoleak and aneurysm enlargement.

Event description:
On (B)(6) 2010, the patient was implanted with a gore xcluder aaa endoprosthesis to treat an abdominal aortic aneurysm. On an unknown date, a type ii endoleak was reportedly identified. The origin(s) of the leaks was unknown. It was reported that the aneurysm had enlarged from 6cm to 9cm in diameter. On (B)(6) 2015, the physician reportedly implanted a gore xcluder iliac extender component in a re-intervention procedure to re-line the existing endograft system and treat the type ii endoleak. The patient tolerated the procedure.